Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch. (B)(4)

Event description:
It was reported that patient underwent left and right total knee arthroplasty on (B)(6) 2006. Subsequently, patient underwent a right revision procedure on (B)(6) 2016 due to a collapsed tibia into posterior slope position. During the revision, all components were removed and replaced. No further information has been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Lot number - 711930. Expiration date - jun 30, 2016. Manufacture date ¿ jun 22, 2006. Or the part/lot information could be: lot number - 132500. Expiration date - aug 31, 2016. Manufacture date ¿ aug 17, 2006. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption or excessive activity.¿

Event description:
It was reported that patient underwent left and right total knee arthroplasty on (B)(6) 2006. Subsequently, patient underwent a right revision procedure on (B)(6) 2016 due to a collapsed tibia into posterior slope position. No further information has been provided.